Event description:
The device was used to deliver 3 sequential defibrillator discharges to a patient. Each time the defibrillator charged to 125 joules, instead of 200, 300, 360 joules( their preselected defaults). The operator assumed that the device was adjusting biphasic energy level specific to the patient. The crew observed a lack of expected patient reaction to each defibrillator discharge, but never manually increased the defibrillator energy level by pushing the energy select button. The patient was not resuscitated. An electronic recording of the event was retrieved from device memory and reviewed by medtronic emergency response systems clinical staff. The review determined patient outcome was not affected by the reported event. This determination was based upon the patient initial ECG showed asystole, and resuscitative efforts were continued for 16 minutes prior to delivery of the first shock.